Manufacturer narrative:
Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Retain samples have been checked for appearance and no failure found.

Event description:
It was reported the bd vacutainer® k2 edta 3.6mg had no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, it was found that the tube has no label."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported the bd vacutainer® k2 edta 3.6mg had no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "before use,it was found that the tube has no label."